Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3. E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. It was reported that patient faced three infusion sets tubing detached from the connector on 28-apr-2024. The insertion site for all events was at buttocks and all the sets were in use for one day. The patient was sleeping when the infusion sets tubing detached from the connector. No further information available.